Event description:
Additional information was received that the system continued to exhibit high, out of range, pacing lead impedance measurement of more than 2,000 ohms. The patient has yet to visit the clinic. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) with this right ventricular (rv) lead exhibited high, out of range, pacing lead impedance measurement of more than 2,000 ohms. Additional information indicated that the patient was in the clinic and was checked with their own pacer nurses. The field representative believed that the patient is okay as they were not contacted for any outcome. No adverse patient effects were reported. The device and lead remain in service.